Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a hole in the catheter. During preparation of an angiojet ultra xm thrombectomy set, the console kept on asking them to re-prep the catheter. Upon further inspection they found a small hole. The procedure was completed with another device. No complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was an angiojet xmi thrombectomy device. Visual and tactile examination showed no irregularities or damage to the catheter. The male connector was cracked. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported there was a hole in the catheter. During preparation of an angiojet ultra xm® thrombectomy set, the console kept on asking them to re-prep the catheter. Upon further inspection they found a small hole. The procedure was completed with another device. No complications were reported and the patient was fine.